Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range (oor) shock impedances, measuring 127 ohms. It was noted the impedances had gradually increased, and boston scientific technical services (ts) discussed that is indicative of a physiological change. Ts recommended troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the surgery to replace the rv lead.

Event description:
Additional information received indicated that the patient was in pain and ill for three to four months before the surgery to surgically abandoned and replaced the rv lead. No additional adverse patient effects were reported.

Event description:
Additional information was received which indicated that the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.